Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising, and pacing capture threshold in the rv (right ventricle) was elevated. Analyst commented, beginning (B)(6) 2015, high rv threshold of greater than 2.5 volts noted. Beginning week of (B)(6) 2015, rv pacing impedance rising slowly from 1007 ohms up to 2717 ohms. (B)(4).

Event description:
It was reported that during normal use the right ventricular (rv) lead encountered high pacing threshold in bipolar configuration and high bipolar pacing lead impedance. The rv lead remains in use. However, in order to maintain the possibility to perform an magnetic resonance imaging (MRI) in the future, if necessary, the physician referred the patient to another hospital for lead extraction and replacement. For the moment, reprogrammed the rv lead in unipolar configuration. No patient complications have been reported asa result of this event.